Event description:
Rptr complains of lupus, memory loss, headaches, joint & muscle pain. Low grade fevers, night sweats, numbness & tingling in hands & feet, chronic fatigue, shortness of breath, indigestion problems.